Event description:
It was reported by the customer that a pyxis medstation es system medications was not discontinuing from epic. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to customer environment. A technical support specialist confirmed the issue was internal and resolved by the system it. The device functioned as intended after the customer resolved the issue.